Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The hc passed electrical testing, but failed a functional test for an unrelated issue. The external/internal inspection was performed and the device passed. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause of the iipv event could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
A high drain error 101 (night drain #1) alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The alarm occurred on (B)(6) 2014 at 02:07:58. No additional information is available.